Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the up/down keypad buttons were intermittently responding to user inputs, the ok/contrast buttons required excessive force to activate during testing, the contrast key contact was misaligned, the ok/contrast key contacts were inverted, the up/down key contacts became inverted during testing and there was evidence of contamination under the key contacts.